Event description:
Fell at home sustaining a displaced right femoral neck fracture. 15-20 min after bone cement injected, pt went into respiratory arrest. He was resuscitated and admitted to sicu on a ventilator.